Manufacturer narrative:
(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.

Event description:
The event was reported by a customer from (B)(6): nurse received electric shock.